Event description:
It was reported that there was a speaker malfunction message, and no sound could be heard. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #:(B)(6).

Manufacturer narrative:
The philips bench repair technician (brt) found that after starting the device, there is no sound and a message about the speaker failure appears. During the repair, the brt performed a positive speaker test and the sound was present. The device was monitored and further tested with no issues. The reported problem was confirmed and was resolved by performing positive speaker testing which involves sending a series of sounds to the speaker to ensure it is functioning. The device was found to be operational and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.